Manufacturer narrative:
Batch review performed on 02 july 2021: lot 163448: 90 items manufactured and released on 28-oct-2016. Expiration date: 21-09-2021. No anomalies found related to the problem. To date, 78 items of the same lot have been sold without any reported event since 2017. Additional device involved: batch review performed on 02 july 2021: liner: mpact 01.32.2837hct flat pe hc liner ø28/b (k103721) lot 176961: 44 items manufactured and released on 1-mar-2018. Expiration date: 13-02-2023. No anomalies found related to the problem. To date, 30 items of the same lot have been sold without other reported event.

Event description:
1 year and 8 months after the primary surgery the patient came in reporting pain due to a dislocation of the head from the liner. The cause of the dislocation is unknown. The surgeon revised the medacta cup and liner with competitor implants and revised the medacta head with a medacta head. The surgery was completed successfully.